Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.

Manufacturer narrative:
This is one of three device reports for this event; the associated MFR report numbers are 1225714-2014-15789, 1225714-2014-15790 and 2937457-2014-03601. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced sudden cardiac arrest.